Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the large hem-o-lok clip applier instrument would not fire and noticed a snapping noise when attempting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it occurred during the procedure and when attempting to fire the weck clip inside the patient. After clip insertion inside patient. During an attempt to clamp on cystic duct. When going to clip it would open or close and was making a snapping sound. No errors occurred or amber flashing when inserting the instrument. Was able to move but unable to open jaws. Unable to clip at all. First time being used and no delays caused due to having two appliers available. 1st clip error. Tried to insert reinsert, take drape on and off. Used the second applier instead of the malfunctioning applier. I have sent the order to materials and they should have sent out the applier next day. No photos or videos available for this case.